Event description:
If cellquest pro, version 4.0 or 4.01 was used in conjunction with the procount assay and the expression editor, there is a remote possibility that the gates could be reordered by the customer. In this case calculations based on those gate statistics might overestimate the number of cd34 positive cells.